Event description:
Inspire device needs to be removed and I'm being held hostage by inspire device corporation, intermountain health and surgeon that put the device in due to original surgeon has to take it out no choice on who I have perform surgery on me and surgeon won't take it out or help in any other health matter.